Manufacturer narrative:
Medwatch sent to FDA on: 09/25/2015. No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of dyspnea as follows: the physiological response of the patient to the presence of the orbera¿ system balloon may vary depending upon the patient¿s general conduction and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Device labeling addresses the reported event of pain as follows: possible complications of the use of the orbera¿ system include: abdominal or back pain, either steady or cyclic. Injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition. Device labeling addresses the reported event of bowel complication as follows: indications for use caution: the risk of balloon deflation and intestinal obstruction(and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months. This has already been experienced. Warnings and precautions the risk of balloon deflation and intestinal obstruction(and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes(greater than 700cc). Bowel obstructions have been reported due to deflated balloons passing into the intestines and have required surgical removal. Some obstructions have reportedly been associated with patients who have diabetes or who have had prior abdominal surgery, so this should be considered when assessing the risk of the procedure. Bowel obstructions can result in death. The risk of intestinal obstruction may be higher in patients who have had prior abdominal or gynecological surgery. The risk of intestinal obstruction may be higher in patients who have a dysmotility disorder or diabetes. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms.

Event description:
Patient reported "lost little weight", "bowel is slow and has to take medicine to go to the bathroom" and "at the beginning of treatment felt cramps and weakness". The device remains implanted.